Manufacturer narrative:
Additional information to b5, g4, h2, h6, h10/11. The patient¿s optometrist has declined to provide additional information. In medical safety opinion, capsulorhexis is in normal range. Cystoid macular edema is not related to ebmd (epithelial basement membrane dystrophy). Based on the information provided, we are unable to determine a definitive root cause. The conclusions from our original report remain unchanged.

Event description:
According to the implanting surgeon¿s office the capsulorhexis was 5.2mm. The patient had cystoid macular edema (cme) postoperatively.

Manufacturer narrative:
As the lens remains implanted, it is not available for evaluation. The patient¿s implanting doctor has responded to our requests for information. Requests for additional information have been sent to the patient¿s ophthalmologist, who has not responded. The patient¿s retinal specialist declined to provide additional information. Further information has been requested, but has not been received. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. In medical safety opinion, visibility is crucial to creating an optimally sized capsulorhexis and it can be compromised in cases of corneal haze or other corneal pathology. A special consideration should be given to the size of the capsulorhexis, which has been requested from the implanting doctor. Therefore, the implanted iol may be prone to unintended decentration. Based on the information provided, we are unable to determine a definitive root cause. No corrective action is necessary at this time.

Event description:
A patient reported experiencing z-syndrome and blurry vision after implant of an intraocular lens (iol) into the right eye. The patient noticed a decrease in their vision (uncbcva 20/100 bcva 20/40). The patient underwent yag laser treatment one month four days postoperatively. The symptoms persisted and the patient was referred to a retinal specialist, who administered intraocular injections. The patient is still experiencing symptoms reported to be moderate to very blurry/severe. The problems have caused difficulty in daily activity, including difficulty seeing the computer, tv, and signs when driving. The patient has floaters and the patient¿s balance is affected. The patient reported being able to see more clearly prior to the surgery. The patient¿s doctor suggested glasses for the blurry vision and reportedly stated that the patient is now out of options and will live with blurry vision.